Manufacturer narrative:
H3: pending investigation. D10: 6109604 300-30-10 - equinoxe preserve stem 10mm 5910842 315-35-00 - glnd kwire 6246195 320-10-00 - equinoxe reverse tray adapter plate tray +0 6189114 320-15-01 - eq rev glenoid plate 6217243 320-15-05 - eq rev locking screw 6241004 320-20-00 - eq reverse torque defining screw kit 6220923 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm 6244912 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm 6232647 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm 6151949 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 6145150 320-38-03 - equinoxe reverse 38mm humeral liner +2.5

Event description:
As reported, the patient had an initial tsa on (B)(6) 2019. The patient complained of instability and was revised on (B)(6) 2023. Event occurred over time. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) 320-02-38 - rs expanded glenosphere 38mm, +4mm offset (B)(6) 300-30-10 - equinoxe preserve stem 10mm (B)(6) 315-35-00 - glnd kwire (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6) 320-38-03 - equinoxe reverse 38mm humeral liner +2.5. H3: the cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.